Event description:
It was reported that the patient presented for an implant procedure. It was noted that the set screw of the pacemaker cannot be tightened. The pacemaker was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of could not tighten the atrial setscrew on the lead was confirmed. Analysis revealed the atrial setscrew had excessive septum punch-outs in the inset of the setscrew. The excessive punch-outs came from numerous incorrect wrench insertions through the septum by the user which prevented the torque wrench from inserting into the setscrew inset to engage the setscrew to tighten. The user turned the setscrew out of the connector block socket during multiple attempts causing the setscrew to fell sideways making it impossible to engaged and tightened. The problem in the field was related to the user¿s incorrect use of the torque wrench. Incorrect wrench insertions also damaged the ventricular septum and filled that setscrew with punch-outs the same as the atrial setscrew.